Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Customer complains of "lo"results. Customer states that she feels physically fine and denies the need for medical attention. The customer's expected blood results are 60-100mg/dl fasting. Verified test strips expire 07/22/2018. Confirmed customer's test strips are being stored properly and opened vial date is (B)(6) 2015. Customer performed a back to back blood test 138mg/dl and 125mg/dl. Reviewed meter memory: lo- (B)(6) 2015 03:13:00 am fasting: yes, 142mg/dl (B)(6) 2015 01:53:00 pm fasting: no. The customer is concerned with the lo result in the meter's memory. No adverse event reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. The most likely underlying root cause of this malfunction was identified as a strip issue.

Event description:
Customer complains of "lo"results. Customer states that she feels physically fine and denies the need for medical attention. The customer's expected blood results are 60-100mg/dl fasting. Verified test strips expire 07/22/2018. Confirmed customer's test strips are being stored properly and opened vial date is (B)(6) 2015. Customer performed a back to back blood test 138mg/dl and 125mg/dl. Reviewed meter memory: lo- (B)(6) 2015, 03:13:00 am, fasting:yes; 2:142mg/dl, (B)(6) 2015, 01:53:00 pm, fasting:no. The customer is concerned with the lo result in the meter's memory. No adverse event reported.